Event description:
The husband of a male pt contacted lifecor customer support to report that the connector to the battery charger is loose. He stated that when he wiggled it the battery charger would work. Support sent the pt a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger has been completed. The reported problem was reproduced. The charger was defective when evaluated. The power cord connector was defective. The charger was fully functional with other power cords. The power cord connector was repaired and restocked. The root cause of the defective power cord connector is unknown but is likely due to mismatch of the power cord connector with the base station. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger.